Event description:
During a transcatheter aortic valve replacement (tavr) procedure, the monitor displayed an inaccurate heart rate in the 20's. Leads were changed however still unable to obtain an accurate heart rate. Patient was then monitored via the anesthesia monitor which showed a correct heart rate of 56.